Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as 'high' requiring normal third party assistance; cause was not known. Customer was not incapacitated. Reportedly, the customer relied on control iq correction bolus via pump to address bg level. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.